Event description:
On (B)(6) 2015, the battery cap was reportedly damaged and was unable to be removed. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: there was no damage found to the pump casing. The battery cap was not returned with the pump and therefore was unable to be tested. A test battery cap was used to complete testing. Unrelated to the complaint, the text on the display contrast changed to a red tint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).